Manufacturer narrative:
This event occurred in (B)(6). UDI number (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the k+ electrode and a second patient sample tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. The first sample initially resulted with a k value of 4.49 mmol/l, which repeated as 3.51 mmol/l. No incorrect results were reported outside of the laboratory for this sample. The second sample initially resulted with a glucose value of 91.6 mg/dl which was reported outside of the laboratory to the clinic. The sample was repeated, resulting with a glucose value of 121.9 mg/dl. The sample was also repeated on (B)(6) 2021, resulting with a glucose value of 107.1 mg/dl. The k electrode lot number and expiration date were requested, but not provided. The glucose reagent lot number was 50152701, with an expiration date of 30-nov-2021.

Manufacturer narrative:
The field service engineer contacted the customer and confirmed the issue was resolved by exchanging probes, performing preventive maintenance on the analyzer, performing maintenance on the external water supply, cleaning internal and external reservoirs, and priming the system. The customer was also instructed on correct pre-analytic preparation of samples. The investigation determined the issue was resolved with normal maintenance actions, including replacement of the probes. The issue was determined to be related to a maintenance issue.